Event description:
A consumer's wife reported that following intraocular lens (iol) implant surgery, her husband felt the iol caused him to develop macular degeneration. The initial surgery was approximately five years ago. The consumer began noticing a dark area in his vision when he was looking down approximately one year following the implant surgery. The consumer was advised to take vitamins by his surgeon. At the time of his current examination, his visual acuity was count fingers at 1 foot. The consumer was referred to a retinal specialist for evaluation. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/22/2010, 02/15/2010, and 02/16/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).